Manufacturer narrative:
The reported event of an air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a paroxysmal atrial fibrillation procedure, an air leak occurred. After placing the sheath into the left atrial of the patient and inserting the catheter, air was aspirated into the syringe that connected to the extension port of the sheath. The air was attempted to be aspirated several times, but the issue persisted. The sheath was replaced and the procedure was completed with no adverse patient consequences. The device will not be returning as the patient was hcv positive.